Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. After changing the cartridge, infusion set tubing and site, the customer received two more occlusions. Tandem technical support advised the customer to use cartridges from another box. Although requested, no additional information was received regarding the use of the new cartridges. The customer's blood glucose was not impacted.